Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 7.0, 4.8, lab: 1.9. Therapeutic range: 2-3. Patient self tester has very difficult sampling due to severe arthritis in all fingers; was milking finger after finger stick; unable to obtain sufficient blood sample.

Manufacturer narrative:
Investigation pending.